Manufacturer narrative:
Additional information: b5 - it was later reported that on (B)(6) 2021 the lens was explanted due to the vault still being high. On (B)(6) 2021 the lens was replaced with a shorter length lens and this resolved the problem. Claim#: (B)(4).

Manufacturer narrative:
(B)(4). PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -13.00/+3.0/084 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021. The patient experienced excessive vaulting; elevated intraocular pressure; significant reduction of irido-corneal angles and it was noted viscoelastic was drained in a separate surgery on (B)(6) 2021. This resolved the problem. The cause of the event was reported as user error and indicated "since lens was toric and wtw was in the limit for both size; we chose the bigger size".